Manufacturer narrative:
The customer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max plus glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. Test strip lot # 1020515119 expiration date: 04/30/2017. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation.

Event description:
Mrs. (B)(6) called in for her husband, concerned about his high bg results. Results in question were obtained directly from meter memory (B)(6). Consumer tests randomly during the day consumer has been on dialysis for the past 6 months. Consumer did treat himself based on the bg results in question but was unable to provide details. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.